Manufacturer narrative:
The reported failure of evt_obm_valve_failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo ventilator was returned to a service center for service due to an allegation of a ventilator service required alarm. In addition, the device had a noise coming from the rear fan even after the device was placed in standby mode. No harm or injury was reported. During the evaluation of the device at the service center, an error code e081 vent service required (evt_obm_valve_failure), indicating a failure in the valve to adjust flow rate inside the oxygen blender module (obm) had been recorded as the corresponding error for the ventilator service required alarm. Since it was considered that a failure had occurred in either the valve or in the valve control, obm sub-assembly, obm harness, and system printed circuit assembly (pca) were replaced. Additionally, the service technician noted that was the reason that the fan sound did not disappear was because the cooling fan had kept running at high speed due to oxygen discharge. The final test, battery check, valve check, run in tests and cleaning was performed and confirmed the unit operated properly. It was confirmed that the software version was 1.06.10.00.